Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both low and elevated blood glucose levels, values were not provided. Customer declined to troubleshoot with tandem technical support and was working with healthcare provider regarding diabetes management.